Event description:
The event involved a 4.5" (11 cm) appx. 0.53 ml, smallbore quadfuse ext set w/4 microclave®, 4 clamps (blue), rotating luer where the customer reported that the device has a missing port. The customer stated that this missing port leaves an open area for blood to get out and potentially causing an infection risk. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one (1) used b33867 smallbore quadfuse ext set for inspection. One (1) of the tubing lines was missing. There was little to no solvent observed at the bond pocket. The reported complaint can be confirmed. The probable cause is due to a manual assembly error in ensenada. A device history review (DHR) was conducted, and no nonconformities were identified that may have contributed to the reported complaint.